Manufacturer narrative:
Additional information was received from integra field service engineer on 17aug2015: the product problem was discovered before surgery. The customer inspected the ll01 and tried to install it on a head ring. The localizer does not totally align with head ring. There was about 0.5mm gap. If the frame was pulled out a little, the screw could mount easily. There was no patient involvement. There was no surgery delay.

Manufacturer narrative:
Integra has completed their internal investigation on 29nov2016. The additional investigation activities included: methods: evaluation of actual device. Results: there was no visible damage to the device. The device underwent inspection and testing. The device was easy to mount and scale. There was no evidence that any of the attachment screws were difficult to secure and tighten. Once all the screws were tightened, there was no evidence of a gap between the ll01 and the head ring. Updated conclusion: in summary, the failure of the ll01 as related to the reported complaint was unconfirmed. The root cause could not be determined.

Manufacturer narrative:
The localizer was sent to integra service center and preliminary findings were the following: the engineer found the localizer does not totally align with head ring; there was about a 0.5mm gap; if the frame was pulled out a little, the screw could be mounted easily. Investigation still ongoing.

Event description:
The localizer was installed in the hospital on (B)(6) 2015. The customer told the distributor that one screw was hard to mount and secure. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 09/23/2015. The investigation included: methods: review of device history records. Review of complaints history. Results: product not released for inspection. The end users experience was verified per the photos provided for this complaint; however, the root cause cannot be determined at this time without inspecting the physical device. This complaint will be reopened should we receive product. Manufacturing inspection records reviewed for the product involved in this case manufactured on october 23, 2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and or related to ¿screw hard to mount and secure" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the end users experience was verified per the photos provided for this complaint however the root cause cannot be determined at this time without inspecting the physical device. This complaint will be reopened should we receive product.